Manufacturer narrative:
Results: eval of the returned product did not confirm the reported issue. Then tested, the unit powers up with new batteries. Unit was retested and no intermittency was found. The unit passes all functional tests performed. However, a battery flat contact shows evidence of corrosion. Note: the instructions for use states: batteries can explode or leak and cause damage to alarm if installed incorrectly, fully discharged, or exposed to liquid, fire or high temperatures. If battery damage has occurred, or you see any corrosion, remove the alarm from use immediately. Do not use the alarm if battery damage has been detected. (B)(4).

Event description:
Customer reported the alarm will not power on. The batteries have been replaced with a new supply and are in correctly. Customer reported there is no physical damage to the unit. The reported issue was discovered during set up; however, the date was not provided. No pt incident or injury was reported.